Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the pump was protruding in (B)(6) 2013. It was noted there was a plan to perform a catheter dye study, but it was not performed due to the holidays, and there were no therapy problems with that. The pump was used to deliver lioresal. It was later reported that the patient¿s symptoms were noted at an office visit on (B)(6) 2013. The pump had flipped on its side, with a protruding proximal edge, putting the patient¿s skin at risk. The patient subsequently had the pump replaced when it stalled in (B)(6) 2014. At the time of this report, the patient was receiving effective therapy. Please see manufacturer report # 3004209178-2014-03904 for information regarding the motor stall. (This source document contained omitted information, unrelated to this event, which is captured in (B)(4)).